Manufacturer narrative:
Results: there is an ovalization that extends from 0.7 to 1.5 cm from the distal tip and a second ovalization between 3.8 and 4.3 cm from the distal tip. The distal end of the catheter was introduced into a demonstration packaging tube and could not be advanced into the tube past 1.0 cm from the distal tip. The catheter is non-functional. Conclusion: the damage observed agrees with the damage reported in the complaint. However, given the difficulty encountered introducing the damaged catheter into its packaging tube, the damage likely occurred during or after its removal from its packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The hospital reported that the neuron delivery catheter 070 was defective. The tip was crimped from packaging, and the neuron was not used in the patient. Another neuron was used successfully for the case.